Manufacturer narrative:
The product was misplaced by the hospital, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. (B)(4): product was misplaced by the hospital.

Event description:
The event involved a patient who experienced an inability to connect to his/her controller approximately twenty-nine months post heartware lvad implantation. The patient reported that one of the ports of his/her controller would not connect to the battery. The patient was advised to conduct a controller exchange. However during his/her attempt to perform the controller exchange, the patient experienced a loss of consciousness. Chest compressions were performed and the controller was exchanged for the back-up controller. The controller exchange resulted in a pump re-start and the patient regained consciousness without any further injury.

Manufacturer narrative:
During the elective controller exchange there was an expected and temporary loss of support. The patient did not tolerate this and became symptomatic requiring intervention by the caregiver. The reported event is a clinical adverse event to which the device was a contributing factor, but not a direct cause. The cause of the patient's reported loss of consciousness is most likely related to a temporary and expected loss of support during controller exchange.

Manufacturer narrative:
Additional information: the site performed a controller exchange; high power persisted. Four days after the initial onset of the high power, the patient's condition required milrinone to improve the native cardiac output. During the course of the event, the patient also presented with hemolysis, nausea and mucosal sloughing. The site reported some bleeding issues associated with the pump exchange surgery; no specific details were provided. Pump (B)(4) was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Post-explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. The reported high power event was confirmed via review of the controller log files. Independent pathological analysis confirmed the presence of fibrin thrombus; however, the origin of this thrombus cannot be conclusively determined. Clinical factors that may have contributed to this event include the patient's worsening condition and the complexities of her medical management. Based on the review of the information available, the cause of the reported event could not be determined. There is no evidence to suggest that a device malfunction led to the reported event. No additional information will be forthcoming.

Manufacturer narrative:
The initially reported event (unable to connect the battery to the controller) is related to user error and resulted in an elective controller exchange. During the elective controller exchange there was an expected and temporary loss of support. The patient did not tolerate this and became symptomatic requiring intervention by the caregiver. There is no direct cause and effect between the initially reported malfunction and the deterioration in the state of the patient's heath (hypoperfusion). The reported event is a clinical adverse event to which the device was a contributing factor, but not a direct cause. The mdv report information has been updated to better reflect the event being reported. The product was misplaced by the hospital, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Event description:
During an elective controller exchange, the patient experienced a loss of consciousness. Chest compressions were performed and the controller was exchanged for the back-up controller by the caregiver. The controller exchange resulted in a pump re-start and the patient regained consciousness without any further injury.